Event description:
During a programming session, communication issues were observed between the implant and the external equipment. A company rep performed device eval. The problem was confirmed. The pt was implanted with a boston scientific spinal cord stimulator.